Manufacturer narrative:
The pump had no button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the keypad anomaly. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 9.5 mmol/ll. The customer stated intermittent/no response of several buttons since last week. The customer stated that the device was not bumped or dropped. The customer stated the battery is change and clean the battery cap, but anomaly persists. The customer was advised that the device would be replaced by tnt and agreed to return the product for analysis.